Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was not returned for evaluation. The battery (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual inspection and functional testing. The battery was able to adequately charge and provide power to the test controller. Internal inspection did not reveal any anomalies. Log file analysis did not reveal any alarms logged within the analyzed period. Log file analysis revealed a controller power up with an associated pump start event was logged on 24-jul-2023 at 20:13:39, indicating a loss of power. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 27% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 97% rsoc. The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and that the power adapter was connected to power port two (2). The controller was without power for 11 seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported loss of power was confirmed; however, the reported event involving (B)(6) could not be confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: d1: battery d4: serial#: (B)(6). Yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the battery did not provide power. In addition, log file review indicated that there was a loss of power to the controller. However, per the patient and the patient's family, there was no loss of power at that time.

Manufacturer narrative:
A supplemental report is being submitted for corrections to b5, d10, h6 and h10. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-apr-2023 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 12-apr-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller was suspected to have contributed to the reported event. The controller was exchanged.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation, investigation completion, and a revision to the product event summary. Product event summary: the controller (B)(6) and the battery (B)(6) were returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned battery revealed that the unit passed visual inspection and functional testing. The battery was able to adequately charge and provide power to the test controller. Failure analysis of the returned controller revealed that the unit passed functional testing. Visual inspection of the controller revealed contamination within both power ports. This is an additional finding not related to the reported event and likely due to handling of the device. Internal inspection of the returned devices did not reveal any anomalies. Log file analysis did not reveal any alarms associated with (B)(6) within the analyzed period. Log file analysis revealed a controller power up with an associated pump start event was logged on 24/jul/2023 at 20:13:39, indicating a loss of power. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port 1 with 27% relative state of charge (rsoc) and (B)(6) was connected to power port 2 with 97% rsoc. The data point recorded after the loss of power revealed that no power source was co nnected to power port 1 and that the power adapter was connected to power port 2. The controller was without power for 11 seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported loss of power was confirmed; however, the reported event involving (B)(6) could not be confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: controller 2.0 (B)(6) d9: yes, return date: 07-jun-2024 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the battery was not recognized by the controller and a low priority alarm sounded when they switched the power source. The battery was removed from use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.